Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. A fracture was suspected as the impedances had been previously stable around 1000 ohms. There was also noise and oversensing observed on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted the patient experienced shortness of breath (sob). The device was reprogrammed to pace and sense in only the ventricle. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. The rv lead was also explanted and replaced, as it was damage with the laser during the revision procedure. In addition, the fracture on the ra lead was not readily visible, however, the physician thought it was due to subclavian crush. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Electrical testing verified the lead was not electrically continuous. Microscopic evaluation confirmed a fracture of the outer conductor coil approximately 327 mm from the terminal pin. Detailed analysis of the fracture site indicates the outer conductor coil was most likely fractured due to fatigue. The reported noise, oversensing, and high impedance measurements, were likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.